Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button missing) was confirmed. Upon eval, the front response button was missing its metallic conductive component. The root cause of the missing response button metallic dome cannot be positively identified, but is likely due to physical abuse. No adverse event resulted from the defective response button. The pt was provided with a replacement monitor.

Event description:
A (B)(6) male pt¿s wife contacted zoll customer support to report that the pt¿s response buttons were not working. The pt was issued a replacement monitor.